Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the plastic flange of a buck femoral cement restrictor 25mm broke off after the implant was cemented into the patient's canal. The broken piece was removed and the remaining main piece was left in the patient since it was already cemented. So, surgery was completed, after a non-significant delay, with the same device. No further complications were reported.

Event description:
It was reported that, during a thr surgery, the plastic flange of a buck femoral cement restrictor 25mm broke off after the implant was cemented into the patient's canal. The broken piece was removed using forceps and the remaining main piece was left in the patient since it was already cemented. No further broken fragments were left in the patient. So, surgery was completed, after a non-significant delay, with the same device. No further complications were reported. Current health status of the patient is fine.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the picture was reviewed, and revealed that the plastic flange of the buck femoral cement restrictor 25mm broke off. The clinical/medical investigation concluded that, this case reports, the ¿plastic flange¿ of the buck femoral cement restrictor ¿broke off¿ after the implant was cemented in the patient¿s canal and the broken piece was removed with forceps. Per case details, the remaining piece was left inside the patient as it was ¿already cemented,¿ and ¿no other broken fragments were left inside the patient.¿ a photo of the device was reviewed and supports the reported breakage of the plastic flange piece. The patient is reportedly ¿doing fine.¿ smith and nephew has not received the device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for cement accessories revealed that intraoperative fracture or instrument breakage can occur. Instruments which have been used extensively or with excessive force are susceptible to fracture, this has been identified in warnings section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to fit/size of device, user/procedural variance or surgical technique. The contribution of the device to the reported event could be corroborated as the plastic flange of the device broke off and the broken piece was removed using forceps and the remaining main piece was left in the patient since it was already cemented, besides, there was a surgical delay. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.